Event description:
MFR representative reported patient has an infection at the lead/extension connection. Hcp wondering about how much of the system to explant. No report of device return to the manufacturer on the date of this report. A follow up report will be sent if additional information is received.